Event description:
The customer reported that the device cut the tissue but did not seal. However, it was mentioned that the device jaws did not stick to tissue. The generator did not send an "alarm tone." The site contact has indicated that they are unable to provide any further information on the case. It is unknown if the "alarm tone" that was heard was a regrasp alarm or end tone. There was no patient injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.